Manufacturer narrative:
It was reported by the customer rep that the product will not be returned. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was working intermittently. Unit was sent to bio-med for repair. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Customer states the hemopro kit was working intermittently and the changed out the cord and the adapter and the problem continued. They then changed the generator and the problem was corrected. After the case, they hooked the bad generator back up to test with wet gauze and determined a loose connection where the adapter connects to the generator and found it to continue to work intermittently. They have sent this product to bio-med for repair.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was sold to the account on (B)(4) 2016 which places the approximate usage life at 1 year and 2 months. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was working intermittently. Unit was sent to bio-med for repair. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Customer states the hemopro kit was working intermittently and the changed out the cord and the adapter and the problem continued. They then changed the generator and the problem was corrected. After the case, they hooked the bad generator back up to test with wet gauze and determined a loose connection where the adapter connects to the generator and found it to continue to work intermittently. They have sent this product to bio-med for repair.